Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user is bilaterally implanted. Since a reported head trauma the user has no hearing sensations with his right side device. External parts have been checked without improvement. The recipient was re-implanted on (B)(6)2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since a known head trauma the user has no hearing sensations with his right device. External parts have been checked without improvement. Further device assessment has been arranged on the (B)(6) 2017.